Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary for the treatment of biliary obstruction on (B)(6) 2024. It was reported that the foam from the biopsy cap detached. It got lodged into the duodenoscope and caused damage to the internal channels. Reportedly, a water-soluble lubricant was not applied to the top of the biopsy cap prior to use. The procedure was completed using another scope and a new rx locking / biopsy cap. There were no reported patient complications as a result of this event. The instructions for use states: "to insert devices through the biopsy cap, apply water-soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction in the system and may damage the rubber seal or the scopes working channel, or cause detachment of the foam insert."

Manufacturer narrative:
Block h2: block b5, block e1 and h6 were updated based upon the further review of the complaint. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: correction to block b5 (describe event or problem). Correction to block e1(initial reporter title). Correction to block h6(device codes).

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct for the treatment of biliary obstruction on (B)(6) 2024. It was reported that the foam from the biopsy cap detached. It got lodged into the duodenoscope and caused damage to the internal channels. The sponge was retrieved using rescue forceps. Reportedly, a water-soluble lubricant was not applied to the top of the biopsy cap prior to use. The procedure was completed using another scope and a new rx locking / biopsy cap. There were no reported patient complications as a result of this event. The instructions for use states: "to insert devices through the biopsy cap, apply water-soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction in the system and may damage the rubber seal or the scope working channel, or cause detachment of the foam insert.".